Event description:
It was reported that during a prostatectomy procedure, shavings from the monopolar curved scissors instrument fell into the patient. No additional information was provided. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed various small, light scratches at the distal end of the main tube. The surface finish of the tube feels fairly smooth, as if little to no material has been removed. Tube damage is not consistent with cannula related scraping. Additionally, engineering observed the tube extension to have a triangle shaped burn mark at the interface with the metal proximal clevis indicating that arcing had occurred. The burn mark is located roughly 45 degrees radially from one of the keys and is around .100" wide. The tube extension has a hairline crack at the other key. Electrical continuity passed. No other damage found.